Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, a stent fracture occurred. The index procedure treated the 85% stenosed, 3.5x15mm target lesion located in the mid right coronary artery. Treatment consisted of pre dilation with an unspecified balloon and the placement of a 3.5x24mm taxus express2 study stent resulting in 0% stenosis. The pt was discharged the next day on asa and plavix. In 2003, the pt presented with a 13 day history of angina and underwent cardiac catheterization with no intervention. Per the angiographic core lab, there was an 18% stenosis at the target lesion. Per a retrospective analysis, bsc was made aware in 2009, of a type 2 strut fracture (defined as "incomplete transverse stent fracture that resulted in a "v" shaped horizontal separation of the stent struts without discontinuity at one edge of the stent") was detected at the stent overlap segment between the previously placed bms stent in the mid rca. The pt has had no sequelae from this stent fracture and no reported adverse events. Per the protocol scheduled 5 yr telephone f/u in 2008, no angina problems were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.